Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). The death was considered a post-procedural complication after the peg-j placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced chest pain, increased mucus, and difficulty breathing. The patient was treated with nitroglycerin. On (B)(6) 2021, the patient died. The cause of death was reported as puddled lungs. It was unknown if an autopsy was performed.